Event description:
An amo representative reported that prior to start of a cataract procedure, the unit displayed a 284 ¿phaco power supply error; the IV pole descended to the lowest height and the unit ejected the tubing cassette. The clinic reported a burning odor and observed a white smoke from behind the machine. Although the event occurred at set up and procedure had not commenced, there was an approximately one hour delay. There was no patient injury reported.

Manufacturer narrative:
The subsystem controller board (ssc) assembly was replaced and returned to the manufacturer for further evaluations. The returned ssc was visually verified and confirmed that capacitors(c) c120 and c243 were badly damaged on this board, no functional test was performed. The part was scrapped by depot. No definitive cause for the failure was identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. The phacoemulsification machine was examined and tested by an amo field service specialist (fss) at the customer's location. During inspection of the unit, the fss found evidence of charred components on the subsystem controller board. The fss replaced the subsystem controller board. No patient injury was reported. All pertinent information available to abbott medical optics has been submitted. Placeholder.